Event description:
Info received indicates the brake is not holding. The casters will lock but continue to swivel from side to side.

Manufacturer narrative:
The technician replaced on foot end caster, all four caster supports and the main bearing to repair the bed.